Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information available. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device didn't work. Suspicious electrical noise (crackling) during start-up. Patient involvement is unknown.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in good condition. Small wear and tear on the enclosure. Per functional testing, after the start button was pressed a cracking sound had started. It was discovered that a cable from the power cord was not connected securely. The power cord was then firmly attached. And once the start button was pressed the device was fully functional. Additional testing was performed, and the device was fully functional, and the temperature was stable and in the range. An electrical test was also performed, and all the values were good. The complaint was confirmed. The root cause was a cable from the power cord was not securely connected. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Securely attached power cord cables. Tank cover, tank gasket, and o-rings were replaced. The device passed all functional and delivery tests.